Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8351722. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
A device history review was conducted for lot number 8325635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the physical unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield was off and syringe sticking through bag causing needlestick injury with a bd syringe 1.0ml 30ga 8mm 10bag 500 ca. The following information was provided by the initial reporter: material no. 320469, batch no. 8351722 (1 of 2). It was reported that syringe shield separated from syringe in sealed bad and caused employee of pharmacy to get a needle stick. Planning on getting tested because of the needle stick. Additional information provided: pharmacist stated: shield came off syringe and was sticking thru bag. 1 syringe only. Employee and patient stuck finger with same needle per pharmacist. The; bag was sealed.